Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation, the screen of the monitor displayed a message that the "entire episode not shown due to display limitations" and the episode could not be retrieved. It was also noted that in the past there were episodes with invalid data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.